Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an unknown procedure, the needle fell out of the device and the handle was sticky. No additional information is available.